Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. 766628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 3 ((B)(6) 1994, (B)(6) 2000, (B)(6) 2002) and abortion. Concurrent conditions included overweight, bartholin's cyst removal and uterine fibroid. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine leiomyoma ("fibroid uterine"). In january 2011, the patient experienced weight increased ("weight gain"), alopecia ("hair loss"), fatigue ("fatigue"), night sweats ("night sweats"), bone loss ("dental problems/ bone loss") and visual impairment ("vision problems- decreased significantly"). In may 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced bladder prolapse ("bladder disorder/ partial prolapse of bladder") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), menometrorrhagia ("menometrorrhagia"), eye disorder ("eye problems"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total abdominal hysterectomy laparoscopic bilateral salpingectomy, and cystoscopy) and surgery (total abdominal hysterectomy laparoscopic bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, vaginal haemorrhage and abdominal pain lower had resolved and the menorrhagia, genital haemorrhage, back pain, weight increased, alopecia, fatigue, depression, night sweats, bladder prolapse, urinary tract disorder, bone loss, dysmenorrhoea, menometrorrhagia, uterine leiomyoma, visual impairment, eye disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder prolapse, bone loss, depression, dysmenorrhoea, eye disorder, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, night sweats, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the left ostia was approached and the essure micro insert was placed easily with four coils appearing outside of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received. Reporter's information was added. Preferred term of event bladder disorder was updated from bladder disorder to bladder prolapse and dental problems from tooth disorder to bone loss. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. As a result of her implantation with essure, she suffered injuries including: heavy bleeding, pain, back pain, weight gain, hair loss, fatigue, and depression. On (B)(6) 2016, she had surgery to remove essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain and heavy bleeding (pelvic pain and genital haemorrhage respectively). She underwent a surgery to remove the coils six years after essure insertion. These events are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. In addition, non serious events were reported. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain and heavy bleeding (pelvic pain and genital haemorrhage respectively). She underwent a surgery to remove the coils six years after essure insertion. These events are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. 766628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 3 ((B)(6) 1994, (B)(6) 2000, (B)(6) 2002) and abortion. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 5 years 6 months after insertion of essure, the patient experienced uterine leiomyoma ("fibroid uterine"). In (B)(6) 2016, the patient experienced night sweats ("night sweats"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), weight increased ("weight gain"), alopecia ("hair loss"), fatigue ("fatigue"), depression ("depression"), vaginal haemorrhage ("abnormal vaginal bleeding"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), visual impairment ("vision problems"), eye disorder ("eye problems"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove essure / total abdominal hysterectomy laparoscopic bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and abdominal pain lower had resolved and the menorrhagia, genital haemorrhage, back pain, weight increased, alopecia, fatigue, depression, night sweats, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, menometrorrhagia, uterine leiomyoma, visual impairment, eye disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, eye disorder, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, night sweats, pelvic pain, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the left ostia was approached and the essure micro insert was placed easily with four coils appearing outside of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. The event night sweats, abnormal vaginal bleeding, menorrhagia, bladder disorder, urinary tract disorder, dental problems, dysmenorrhea, menometrorrhagia, fibroid uterine, vision problems, eye problems, abdominal pain, cramping, did you undergo an essure confirmation test? No added, reporter added, medical history added, concurrent condition added, lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.